Event description:
The customer reported she in the hospital for knee surgery and the insulin pump stopped functioning. The caller stated that she changed the site and received a no delivery alarm. Assisted the caller to insert a new infusion set and to prime. The customer stated that her blood glucose went up to 367mg/d, and prior it was 327mg/dl. The customer was unsure if her blood glucose is high because of the alarm or because she is in pain. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.